Event description:
It was reported that the camera head exhibited noisy image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of camera unit, watertightness was lost, and corrosion on coupler unit, no image was displayed and cut on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of camera unit, noise occurred and no image was displayed. In regard to the newly identified malfunctions, there was a cut on cable unit and therefore watertightness was lost and the cause of the corrosion on the coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.